Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a hyperglycemic event associated with a time and date reset issue. It was reported that the patient's blood glucose was greater than 500mg/dl with no ketones or symptoms. Reportedly, the patient did not require any intervention above and beyond the usual diabetes care management, there were no reported pump setting changes before or after the alleged event, and the patient remained on the pump. Reportedly, the time and date settings defaulted when the battery was removed from the pump for less than 24 hours. The pump displays the ¿verify¿ screen after it is rebooted and the time and date must be confirmed on the ¿verify¿ screen. The issue is not likely to cause an adverse event because the user must manually confirm the settings prior to use of the device. This complaint is being reported for alleged hyperglycemia associated with use error of the pump in that the time and date had not been manually confirmed as the user guide recommends.